Event description:
The reporter did meter to lab comparision tests, side by side. The reporter's meter reading was 94 mg/dl, and the lab test result was 190 mg/dl. The reporter's did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the reporter checks the confirmation dot on the back of the strip to make sure there is an adequate sample. The reporter's technique of applying blood is accurate. The reporter cleans the meter regularly. No harm was alleged.